Manufacturer narrative:
B2. Date of death is not known. B3. Event date is not known. D6a. Implant date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified amount of time following the implant of a transcatheter valve, the patient died due to rupture of an alcohol-induced esophageal varices.

Manufacturer narrative:
Upon additional review of the event there was no information to reasonably suggest the device in this report may have caused or cont ributed to a death or serious injury or malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated data: b3. Date of event is also the date of death. B5. A second paragraph was added. D. Suspect medical device: expiration date, serial number, full UDI # d6a. Implanted date corrected data: b. Adverse event was not attributed to the medtronic valve. D3. Suspect medical device MFR name, street, city, region, country, postal code d10. G2. Report source h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified amount of time following the implant of a transcatheter valve, the patient died due to rupture of an alcohol-induced esophageal varices. Additional review of this event determined the event was erroneously reported as a death related to the medtronic valve. Approximately one year, four and a half months following the valve implant procedure, the patient was in a decompensated stage of alcoholic cirrhosis due to chronic use of alcohol and was found deceased at home with evidence of massive hematemesis. The cause of death was non-cardiac in nature, hematemesis in the setting of ruptured esophageal varices secondary to chronic alcoholism. Per the physician the death was a patient-related cause; the medtronic valve did not contribute to the patient's death.